Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation did not reveal any problems. The charger's indicator diode turned red indicating a fast charge was initiated. The charger fully charged the test battery. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6). Internal complaint reference: case-(B)(4).

Event description:
It was reported that two battery chargers did not work to charge up the spider 2 battery. Incident occurred while setting-up for the procedure. It is unknown if there was back-up device available and if a delay occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.